Event description:
Customer reported that they have had multiple low blood glucose readings episodes where they were either treated by the paramedics or taken tot he hospital in the last two weeks. Customer stated that the insulin pump delivered while suspended. It was also noted tha the bolus history was not accurate. Troubleshooting wa performed and the drive support cap and all settings appeared to be normal. Displacement test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.